Event description:
A malfunction was reported by the patient regarding the battery draining quickly. There was no reported impact to the customer¿s blood glucose level. The patient declined further assistance or follow-up, and logs were not uploaded, preventing the tech team from assessing the battery issue; the case was closed.